Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the unit reset by itself during the boot-up process which could delay, or prevent, defibrillation if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported resetting issue. Physio then replaced the patient parameter (pp) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u5. It was also observed that ic chip u5 caused a fuse, designator f3, to be open which caused the event codes found in the device's memory and the service indicator to be present.